Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported that the unit restarts spontaneously. There was no known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During testing the unit powered on using ac while in a docking station and remained powered on when undocking. The display shuts down within a few seconds and 10 beeps are heard. While powered on the device was able to obtain measurements and the unit provided both audible and visual alarms. The 10 beeps anomaly was observed due to a defective instrument board.